Event description:
A patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced a complete av heartblock (avb) and required temporary pacing lead in place. Atrioventricular block (avb) occurred after ablation. Ablation lines were created on the cavotricuspid isthmus + right atrium (cti+ra) lateral wall for atrial tachycardia (at) in the patient after tricuspid annuloplasty (tap) surgery. An a wave deviating from pace occurred during ablation under coronary sinus (cs) pace after at was stopped. When the pacing rate was gradually reduced, the sinus node (sn) excitation deviated and a diagnosis of avb was made. The timing was about 1 hour after the initial ablation. A percutaneous temporary pacing lead was placed. The procedure itself was successful and was therefore completed. Block continued after ablation. The patient returned to general ward with temporary pacing lead in place. In addition to mapping of the at, stimulus response (sr) mapping was also performed and the ablation was performed after confirming that there were no problems with the conduction pathways, but it was possible that the internodal pathways had been bumped during the eps, resulting in the formation of a block line around the sn. No abnormalities were found in impedance, or contact force (cf), etc. Throughout the whole process, and irrigation was confirmed to operate normally. Physician assessment of the health problem is non-serious (moderate/minor). Cf monitoring methods included dashboard; vector and visitag. Coloring setting of visitag was tag index. Additional filter for visitag was force over time (fot). The physician's opinions on the relationship between the event and the product is that this was not due to a product fault, etc., but as it was post-mvr tap surgery, the complicated entanglement of scarring led to this result. No abnormalities observed prior to use of the product. No abnormalities observed during use of the product.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31080089l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 11-oct-2023, additional information was received indicated the patient required extended hospitalization (duration is unknown) and the implantable pacemaker was implanted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).